Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatchs being submitted. See medwatch # 2210968-2007-00710. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a total pelvic floor repair procedure in 2007. The patient has a redundant posterior vaginal skin right at the introitus that protrudes a little just at the introitus. Immediately post-operatively, this redundant skin prolapsed out of the vagina, but with time it has retracted some. The surgeon intends to remove this excess tissue and do a revision four months later..